Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024 . Date of event is an approximation. The pediatric patient experienced a sensor failure 6 days after it was inserted in the arm. The patient experienced a sensor error overnight. On (B)(6) 2024, the patient´s mother woke up around 5am and saw that there was no cgm readings on the follow app so she went to the patient´s room and saw the sensor failed message (no information how long the sensor failed was showing on the screen before they noticed it). The patient was still sleeping at that time and the mother noticed that the patient was soaked in urine. There were no other symptoms reported as the patient cannot tell yet how he feels as he is only 4 years old. The mother took a blood glucose (bg) reading which was 400 mg/dl. The sensor failed, and it was not communicating with the pump, so the patient was not getting insulin, the reason why the bg readings were high. The mother called the endocrinologist and was advised to take the patient to the hospital. The mother took the patient to the emergency room and there he was treated with IV insulin. The patient was discharged around 3pm the same day. At the time of the report the patient was okay. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.